Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed, 32x2.25mm target lesion was located in the severely tortuous and severely calcified left circumflex (lcx) artery. A 32x2.25mm promus premier¿ stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus premier ous, mr, 2.25x32mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent was damaged; stent struts stretched and bunched. The balloon moved distally on the balloon; the proximal end of stent situated 3mm distal of the distal end of the proximal marker band. The stent outer diameter (od) is measured and verified against specification for the product prior to packaging and shipping. The maximum crimped stent profile od (outer diameter) for the returned device at the time of manufacture, met the pre-dilatation maximum od specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp stent markings were visible on exposed balloon wall, indicating that there was crimp contact between the coated stent and balloon at the time of manufacture. A visual and tactile examination found no issue with the hypo tube. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. The edge of the tip appeared like it met with resistance. No other issues noted during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed, 32x2.25mm target lesion was located in the severely tortuous and severely calcified left circumflex (lcx) artery. A 32x2.25mm promus premier¿ stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.